Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
Customer reportedly received the following results: within 10 minutes: 81 mg/dl and 283 mg/dl and within 10 minutes: 555 mg/dl and 78 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.